Manufacturer narrative:
The investigation was conducted based on the information that was reported in the user facility report. Further information and the log files were requested several times, but not received. Based on the limited information received the event could not be confirmed and no root case could be determined. The functional safety of the evita xl consists of controlled and monitored patient ventilation with user-defined settings. The reported alarm 'mv low' shows that the minute volume delivered to the patient fell below the user defined alarm threshold. The 'apnoe' alarm indicates that patient's spontaneous breathing has stopped. The reported message stating 'call draeger service' is unknown for the evita xl, therefore the reported behaviour could not be confirmed. In case that the evita xl stops ventilation due to a potential malfunction, the device allows the patient to breathe spontaneously and alarms appropriately. For this case, the IFU instructs the user to continue the ventilation of the patient with an independent ventilation device without delay.

Event description:
It was reported via a user medwatch that in (B)(6) 2018 "when the doctor walked into the patient's room to draw an arterial blood gas (abg) the vent started alarming low min volume, then apnea, followed by the screen going blank and stated to call dräger service. The patient was bagged and another respiratory therapist was called to come help switch out the ventilator. A few days later the respiratory therapist realized the ventilator was not working and begain to bag the patient. The ventilator was replaced with a working ventilator." There was no injury to the patient.